Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the pump was explanted due to a suspected clot. Add'l info from the vad coordinator reported that a tee was performed, showing "no change in lv chamber size on tee at increased speeds. Decreased velocities at inflow and outflow." And that the pump was exchanged for suspected thrombus. The pt had been placed on argatroban for (B)(6). (B)(4): "low pi and decreased exercise tolerance. Tee showed dilated lv and lower than normal inflow and outflow velocities at all speeds. Suspected pump thrombus, exchange planned."

Manufacturer narrative:
The pump was successfully exchanged and the pt was continued on lvad support. The report suspected thrombus was confirmed based on the eval of the returned explanted pump. The pump was returned with the percutaneous lead (lead) cut approx 6 inches from the pump housing and the severed portion of the lead was returned. The sealed inflow conduit was returned attached to the pump inlet port. The outflow graft was not returned. The outlet elbow was returned attached to the pump outlet port. The proximal-side of the inlet stator revealed no evidence of deposition. The distal-side of the outlet stator revealed evidence of deposition in the pump. Upon disassembly of the device, examination of the rotor revealed loosely seated depositions situated in between the blades of the rotor. The structure of the depositions indicates that they did not develop on the body of the rotor. The depositions had areas of denaturing which indicates that they were present while the pump was supporting the pt. Examination of the outlet stator (proximal) revealed a non-laminated deposition surrounding the outlet bearing ball and in between the stator blades, partially occluding the blood pathway. The lack of laminated layers suggests that the deposition did not develop in the outlet stator. The deposition appeared to have formed around the bearing ball, and contact marks on the rotor outlet section indicate that the deposition was likely present while the pump was supporting the pt. Although the eval could not conclusively determine the origin or cause for the formation of the depositions, they would have likely contributed to the lower than normal velocities reported. Visual inspection of the pump bearings, rotor, and blood-contacting surfaces found no abnormalities. The returned portions of the lead were tested for continuity and all wires were found to be electricity intact. No shorts or discontinuities were found during the electrical testing. The shielding and bionate were examined, and no marks or anomalies were found. The pump was cleaned, reassembled and functionality tested under various loaded conditions according to our mfg procedure using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption comparable to what was recorded during the mfg process and the pump operated as intended. A review of device history records for the returned devices showed no deviations from mfg or qa specifications. (B)(4). No further info is available. The MFR is closing its file on this event.